Event description:
Physician was changing out a central line over a wire. They passed the wire through the catheter and it got stuck in the side and almost snapped. Although this was in the pt when this happened they were able to get it out and the pt was not harmed.